Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 temporarily disconnected from the ilet during pairing, and after re-entering the pairing code the glucose data resumed within minutes. Symptoms included no reported clinical effects. Outcomes included brief interruption of cgm data display, with a lowest reported glucose of 70 mg/dl, user self-treated with sugar, and glucose returned to approximately 93 mg/dl without medical intervention. Investigation included troubleshooting and user education conducted during the call. Investigation of this case revealed successful re-pairing restored function, consistent with a transient connectivity issue between the cgm and the ilet without device damage or persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated reconnection resolving a temporary communication disruption.